Event description:
Tip of shoulder anchor broke off in the bone. Remaining parts of anchor will be sent to risk management. The tip of anchor remained in shoulder. Decision was made to keep tip in bone.